Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had power cable disconnect alarms. The alarms occurred when the patient was on battery power and attached to their power module. The patient's system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. The log file showed events spanning approximately 34 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Intermittent atypical power cable disconnect alarms were active from (B)(6) 2022 at 22:27:17 ¿ (B)(6) 2022 at 12:27:29. These alarms were not associated with a power source exchange and activated due to power cable faults on both power cables. The power cable disconnect alarm activated with these events as well and occurred while the controller was connected to battery power and the power module. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on 14feb2022 at 12:27:58 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The alarm was unable to be reproduced during testing. Multiple good faith efforts were sent regarding if any troubleshooting was performed prior to the system controller exchange, if there were any issue identified with the power module or batteries, and if so, would the products be exchange. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, no external power and power cable disconnect alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.